Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, and the lens tore during delivery into the patients right eye (od). There was patient contact but no injury. The lens was replaced with a longer lens and the problem was resolved. Cause of the event was unknown.